Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump alarmed after the battery change during the error test due to an open cell. Unable to perform the occlusion. No delivery or absence of no delivery alarm tests due to the prime anomally.

Event description:
The customer called to report high blood glucose levels. Troubleshooting was performed and the insulin pump failed the high pressure test.